Event description:
The patient contacted animas on (B)(6) 2012 reporting that the up arrow button was hard to press and intermittently responding for 2 months and just noticed the pump keypad was peeling one week ago. The patient confirmed no trauma to the pump and no signs of moisture in the pump. The patient reportedly wore the pump on a pump clip and did not clean the pump. This report is made based on the allegation of the up arrow button response issue.

Manufacturer narrative:
(B)(4): the keypad was completely peeled off the pump. During testing the contrast button was found to be intermittently unresponsive, which has no effect on insulin delivery; all other buttons responded appropriately. During investigation, evidence of contamination was found under all key contacts. Unrelated to the complaint, evaluation revealed a cracked battery compartment and a discolored/faded display screen, which has no effect on insulin delivery function. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.